Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received a no delivery alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 75 mg/dl at the time of call. The customer stated that she treated her high blood glucose with manual injections. The customer stated that there was air when the insulin pump stopped priming. The customer stated that the insulin did exit and the insulin pump did not alarm no delivery during manual prime after disconnecting and reconnecting the tubing and reservoir. The insulin pump will not be returned for analysis.